Event description:
It was reported that the patient started having hypergranulation tissue on (B)(6) 2022. However, no drainage, pain, or tenderness was reported at the time. The patient came in for a follow up visit. The device dressings were changed as part of the checkup. The driveline site appeared to have some granulated tissue and mild drainage. A culture was taken. At the time the patient was not on antibiotics. On (B)(6) 2022 the driveline cultures came back positive for light staphylococcus aureus. The patient was prescribed doxycycline 100 milligrams by mouth twice a day for 10 days. The patient denied any infectious symptoms at that time.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Previous admissions for infection referenced in MFR #2916596-2022-10148. Main investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.